Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of stage 1 diffuse lamellar keratitis (dlj), observed obn a pt's left eye at one day post lasik treatment. The pt reported blurry vision. Reporter indicated the topical steroid dosage was increased. Upon add'l follow up the reporter indicated dlk had resolved at the last post-operative visit and the pt was seeing 20/20.